Event description:
It was reported by the rep that the (1) ez45b was used during a radical prostatectomy procedure. It was reported that the stapler fired staples approx 1/4 of the length of the cartridge. This was the cartridge that came packaged with the stapler. The cartridge was discarded. The surgeon completed the procedure without the stapler. There was no consequence to the patient.